Event description:
It was reported that during a routine follow up, the physician noted noise on the atrial lead. The patient did not experience any adverse consequences. The noise could not be reproduced in clinic with provocation tests. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.